Event description:
This complaint was identified during our retrospective review on complaints from our facility in (B)(4). This is related to (FDA audit-observation #5 from fei (B)(4)). Complaint rec'd as follows... "The balloon has not been tested (probably) before insertion. The lubricant and the solution of inflation used are part of an insertion. The lubricant and the solution of inflation used are part to an insertion kit (lubricant: probably aqueous). The catheter remained in place three weeks. The balloon was impossible to deflate. For the second catheter, the balloon remained inflated even after cutting its funnel. The pt had to be hospitalized. The catheter was removed with the balloon inflated. (B)(4).

Manufacturer narrative:
The event is deemed serious as it required medical intervention to prevent a more serious threat to the pt's health and well-being. From a clinical perspective, a causal relationship between the catheter and this event is deemed related because it was reported that the catheter balloon could not be deflated, even by cutting the catheter and it had to be removed while the balloon was still inflated. Reported to the FDA on (B)(4) 2013.